Event description:
Customer reports back to back tests of 129 mg/dl and 521 mg/dl on her advantage system. Customer reports, she went to the hospital based on the 521 mg/dl value and was treated with an unk injection. Requested return of suspect device, however, customer did not return the strips. Replacement was sent.